Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their left side bite sits even - on top of each other - and it is completely different on their right side. Customer service rtd patient due to crossbite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.